Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected noise and false pause episodes. It was further reported that the icm detected false atrial fibrillation (af) episodes and the device moved a bit from the original position. The icm remains in use. No patient complications have been reported as a result of this event.